Event description:
It was reported to boston scientific corporation that rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the sponge detached in the working channel of the scope. A borescope was used to remove the sponge. The procedure was complete using an alternate device. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.